Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were both fully functional upon receipt. Monitor sn (B)(4) - reuse. Electrode belt sn (B)(4), manufacture date: 07/2007 - reuse.

Event description:
During a retrospective review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A nurse contacted zoll to report that a (B)(6) male received an inappropriate treatment. The pt was in the hospital at the time of the treatment. Triple counting contributed to the false detection. The pt was reportedly conscious during the event. The pt reported that he pressed and released the response buttons three times. A review of the downloaded data confirms that the response buttons were pressed, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment.